Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the procedure, the cardiac resynchronization therapy defibrillator (crt-d) device was interrogated and appeared to have been previously activated. The identity of the patient who should have been implanted at the time of initial activation was visible in the interrogation report. The remaining longevity was only three years; many care alerts appeared, and trends were present. The device was not used for the procedure. There was no patient involved in this event.